Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted, provided a review of the stored episodes indicating that the noise appeared to be air entrapment. Ts suggested possible troubleshooting options such as massaging the area to remove air and performing an x ray. It was also noted that there was a stored smart pass disabled episode that occurred due to low amplitude signal. The patient was later checked and no oversensed events were noted. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted, provided a review of the stored episodes indicating that the noise appeared to be air entrapment. Ts suggested possible troubleshooting options such as massaging the area to remove air and performing an x ray. It was also noted that there was a stored smart pass disabled episode that occurred due to low amplitude signal. This s-ICD system remains in service. No additional adverse patient effects were reported.